Event description:
Sales rep stated that pt mandible plate slipped and revision is necessary.

Manufacturer narrative:
Product not available for return. Investigation in process, but not yet complete.